Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call radio frequency pic failed self-test. Troubleshooting for the alarm was performed. Customer was at school and received the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with blank display, problem isolated to interface board. Unable to confirm rf pic failed self test alarm and unable to perform any tests due to blank display.